Event description:
Upon opening the package of the neuron 070, it was discovered that the tip was damaged. Another unit was opened, and the damaged unit was discarded.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.